Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: level a investigation - complaint evaluation / complaint history check for the event(s) that occurred. Severity: s_1__; occurrence: unable to perform complaint lot history check for needle hub separates due to unknown lot number. Investigation summary: customer returned photos of a 3/10cc syringe. Customer states that when removing a shield, the hub was detached too. The photos were examined and exhibited the hub-needle/shield assembly separated from the barrel. Manufacturing ((B)(4)) will be notified of this issue. Unable to perform DHR check for needle hub separates due to unknown lot number. Investigation conclusion: based on the samples and/or photo(s) received the investigation concluded: confirmed: bd was able to duplicate or confirm the customer¿s indicated failure. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: as per investigation completed by manufacturing under investigation child (B)(6), "on 06 may 2020, (B)(4) received photo complaint. A visual evaluation of photo found (1) syringe with no needle assemblies attached to the syringe. There did not appear to be any damage to the tips of the barrels. Process summary: automatic syringe assembly machine, which feeds 0.3ml, syringe components (barrel, stopper, plunger, needle assembly & cap) and assembles these components. This machine consists of a barrel cleaning dial, lubrication dial, plunger/stopper assembly dial, syringe assembly dial, and various inspections and transfer dials. DHR, l2l dispatches, logbook entries could not be looked at as no lot number was given. Root cause for this defect cannot be determined. Tip-2019-37 was implemented on 10jul2019 for increased sampling for needle hub separates in 0.3ml." Rationale: CAPA (B)(4) has been opened to address this issue.

Event description:
It was reported that syringe 0.3ml 29ga 1/2in 7bag 420cas jp hub detached before use. The following information was provided by the initial reporter: when removing a shield, the hub was detached too.